Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported they were feeling a fluttering on their stomach from the same side where the electrodes were connected to their spine. Pt said they were feeling that mostly at night when their stimulation was set to 6.5. Pt was concern if the connection between the ins and leads had gotten loose. Pt said the issue started last february, it was on and off but now it happening more consistently. Agent advised the pt for now they can lower down their stimulation at night so they won't feel the fluttering. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.